Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No frozen screen noted during testing. The unexpected restart alarm was not verified due to no up and down button response. No counting, ramping numbers on their own or scrolling bar moving anomaly noted. No damage inside the device noted. The insulin pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the screen froze. The customer also reported that the screen continued to scroll with no input. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.